Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate therapy due to atrial fibrillation and ineffective programming of the device. Reprogramming is anticipated to resolve the event. The patient was stable and will continue to be monitored.

Event description:
New information was received indicating that after the inappropriate therapy was delivered, the patient was admitted to the hospital and reprogramming was anticipated.